Event description:
It was reported that there was a rise in impedance on the lead since implant. One month post implant, the device output was increased, however pacing failure was observed ten days later. The cause of the threshold increase was dislodgement. The lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.